Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication , customer stated that the facility or administration have opted to retire the unit and therefore it will not be sent in for repair. Customer stated the device was manufactured in august 2008 and the likely cause of the issue simply the age of the unit causing component deterioration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device failed the output test during the annual preventive maintenance (pm) . There was no patient involvement on this reported event. No user injury reported due to the event.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.